Manufacturer narrative:
No further investigation required. Information from field sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that this system was explanted due to infection. Blood cultures confirmed gram positive staphylococcus aureus with patient considered septic. No further information has been received and no return of product is expected.